Event description:
This is filed to report the first clip jumping open while establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 5. The first clip delivery system (cds)(10831r177) was advanced to a2/p2 and the leaflets were grasped. While establishing final arm angle (efaa) the clip opened 10 more degrees when turning the arm positioner to neutral and then it jumped to 60 degrees after one full turn of the arm positioner in the open direction. During troubleshooting, the clip was unlocked, the clip arms were opened to 90 degrees, good leaflet insertion was confirmed, and the clip was locked and closed with a gradual tension release by advancing the dc handle for 3-4mm. The clip passed efaa and was deployed. The clip remains stable on both leaflets. A second cds (10831r187) was advanced to the mitral valve and the leaflets were grasped. During efaa the clip jumped opened to 180 degrees. Multiple troubleshooting attempts were performed, and all were unsuccessful. The clip was removed from the patient and exchanged. The third cds (10831r178) was advanced and placed on the mitral valve. Lock line and gripper line removability was confirmed. After successful efaa, the physician began to remove the lock line. While removing the lock line it became stuck after approximately 30 cm of the line was retracted. Extensive troubleshooting was performed; however, all were unsuccessful. It was decided to go through with fully deploying the clip. The gripper line was removed, and the clip was successfully deployed. The cds was slowly removed from the patient with the lock line simultaneously. The procedure was complete with a final mr grade of <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery systems (cds) referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and a cause for the reported clip opening while establishing final arm angle (efaa) and clip jumping open could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a